Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the supplier facility and evaluated. The customer reported that the lens of the device was appeared to be scratched. Per evaluation findings, this complaint can be confirmed. During evaluation, it was observed that the distal end showed strong traces of usage such as scratches and discoloration. There were deep indentations at the distal end of the endoscope. The image on the camera was blurry and partially dark. The outer tube of the endoscope was bent. Broken optical components were detected inside the optical system such as broken lenses. The issues were resolved with spare parts. After repair, the device was found to be working according to the specifications. As per the analysis of the supplier, broken optical components are identified as the root cause of the observed poor image quality issue. Excessive force applied on the endoscope during usage by the customer and/or handling error might result in the bent outer tube. Most probably, the device would have been hit or fallen down by mistake from the customer. This might have in turn caused broken optical components. These are the most probable root causes of the identified failure, however, a definite root cause cannot be determined with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/28/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during a shoulder repair surgery, it was observed that the lens on the endoscope device appeared scratched. During in-house engineering evaluation, it was determined that the image on the camera was blurry and partially dark. The surgery was completed with a like device with no surgical delay or patient harm. No additional information was provided.